Manufacturer narrative:
A specific root cause could not be identified. As all other tests performed as expected, the issue found the by field service representative was not the likely cause of the event. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable calcium results for two patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 4.4 mg/dl and was reported outside the laboratory. When a questionable result for a second patient sample was received, this patient sample was repeated. The repeat result on the same analyzer was 4.4 mg/dl. On (B)(6) 2015, the sample was repeated on another cobas c501 analyzer and the result was 10.6 mg/dl. The repeat result was believed to be correct and a corrected result was released to the ER. The customer was not aware of any adverse event. The reagent lot number was 61683801 with an expiration date of 10/31/2016. The field service representative found there was an optical failure of the incubation bath windows. He replaced the windows, lamp, cells, probes, and heat cut filter. He performed a light pass adjustment, cell blank measurement, and photometer check. The customer ran calibration and qc with results within range.